Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had his pump explanted around (B)(6) 2010. It was noted that the patient's catheter had become dislodged from where it was anchored. It was further reported that the pump ran out of medication, but the patient did not hear an alarm like he should have. The patient had also undergone bypass surgery in 2010, but it was unclear if it was related. The drug used in the system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.